Event description:
Patient went to the hospital for high bgs.

Manufacturer narrative:
Device was evaluated and reported hyperglycemia values were noted in the device logs. Accessories and infusion set were not returned. During testing device failed, a test unrelated to reported event.